Manufacturer narrative:
B1, b2, h1: correction in reportability- change from reportable malfunction to serious injury as a revision surgery took place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a driver for a removal surgery. It was reported that the driver was broken during removal and removal has been performed with another driver. The driver tip was twisted during removal. The instrument broke and there were no fragments remaining in the patient's body. The pre-op diagnosis was a compression fracture. This reoperation is a reoperation for removal after completion of bone union. This procedure was a surgery for removal. Initial surgery was carried out on (B)(6)2014 for a s5 posterior thoracic fixation and vertebroplasty. When the second- third mas screw of solera 4.75 (the reported s5 was wrong) was removed, the tip of the reported driver broke. Another driver was used to cope the problem after that. The broken tip part was discarded by hospital. There were no patient symptoms or complications as a result of event. Since the broken fragment of the driver has also been removed, there is no remaining in the patient's body. The patient achieved solid fusion. No health damage in the patient was reported. The product will not be replaced by a medtronic product. No further complications were reported/ anticipated.

Manufacturer narrative:
D4: lot# details updated. H3: product analysis found that visual examination confirmed that approximately 4mm of the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Material hardness confirms conformance to print specifications. This type of damage is consistent with torsional overload. H6: analysis resulted in changes in eval. Code- method and eval. Code- result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a driver for a removal surgery. It was reported that the driver was broken during removal and removal has been performed with another driver. The driver tip was twisted during removal. The instrument broke and there were no fragments remaining in the patient's body. The pre-op diagnosis was a compression fracture. This reoperation is a reoperation for removal after completion of bone union. This procedure was a surgery for removal. Initial surgery was carried out on (B)(6) 2014 for a s5 posterior thoracic fixation and vertebroplasty. When the second- third mas screw of solera 4.75 (the reported s5 was wrong) was removed, the tip of the reported driver broke. Another driver was used to cope the problem after that. The broken tip part was discarded by hospital. There were no patient symptoms or complications as a result of event. Since the broken fragment of the driver has also been removed, there is no remaining in the patient's body. The patient achieved solid fusion. No health damage in the patient was reported. The product will not be replaced by a medtronic product. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a driver for a removal surgery. It was reported that the driver was broken during removal and removal has been performed with another driver. The driver tip was twisted during removal. The instrument broke and there were no fragments remaining in the patient's body. The pre-op diagnosis was a compression fracture. This procedure was a surgery for removal. This reoperation is a reoperation for removal after completion of bone union. Initial surgery was carried out on (B)(6) 2014 for a s5 posterior thoracic fixation and vertebroplasty. When the second- third mas screw of solera 4.75 (the reported s5 was wrong) was removed, the tip of the reported driver broke. Another driver was used to cope the problem after that. The broken tip part was discarded by hospital. There were no patient symptoms or complications as a result of event. Since the broken fragment of the driver has also been removed, there is no remaining in the patient's body. The patient achieved solid fusion. No health damage in the patient was reported. The product will not be replaced by a medtronic product. No further complications were reported/ anticipated.